Manufacturer narrative:
Though the pilot drill was over 2 years old and there was no patient injury or impact of the intended surgery, this MDR is being filed as industry continues to file these events with the FDA.

Event description:
Dr. Was using the versah pilot drill 1.7mm during a dental implant surgery. Dr. States that the pilot drill broke in half when he was drilling. The break towards the shank of the drill so it easily was removable by cotton forceps. Drill was used 4-5 times. Purchased from versah (B)(6) 2016. There was no patient injury and the surgery was performed as intended.